Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, blood coagulation disorder, complication in site preparation (bone defect around previously placed implant (23 - straumann)), infection, fistula, inflammation. Two months after insertion, fistula visible via healing abutment, circular bone resorption visible on x-ray.